Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The field service engineer checked camera images from the analyzer and images showed degradation in sample quality. Samples showed signs of debris. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 28.9 ng/l and was automatically repeated, resulting as 21.3 ng/l. The customer held the value due to being a high result and the sample was repeated twice on a second analyzer. The repeat values were 14.6 ng/l and 14.0 ng/l. The repeat values were deemed correct as they matched the patient's history. The value was reported outside of the laboratory as 15 ng/l. No questionable results were reported outside of the laboratory for this sample. The second sample initially resulted in a troponin t value of 51 ng/l and it repeated as 90 ng/l. The sample was repeated twice on a second analyzer, resulting in values of 93.6 ng/l and 94 ng/l.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.